Event description:
It was reported that the patient presented to the hospital feeling dizzy. Upon interrogation the atrial lead exhibited noise on the intracardiac electrogram (iegm). Pocket manipulation and isometrics were unable to recreate the noise. Capture, sensing and impedance were reported as being normal and in range. No changes were made, and the atrial lead remains in use. The patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).